Event description:
On 06/06/2015 the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. Troubleshooting indicated low battery warnings in the pump history. Reportedly the issue had occurred with multiple batteries. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission, 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump's black box showed alarms related to partially discharged batteries being put into the pump. The battery compartment was cracked and moisture was present. The pump failed a leak test due to the battery compartment damage. The pump's current draws were within specifications. No further moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.